Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device powered on without display. The device was turned off/on and the device's display did not come on for a reported "45 seconds." Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.